Manufacturer narrative:
Com (B)(4).

Manufacturer narrative:
(B)(4). The reported issues with the dexcom continuous glucose monitor (cgm) is being reported under (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a hyperglycemic event that required the patient to go to the hospital. The patient was treated with intravenous (IV) therapy of insulin. Additionally, the patient stated that they were having issues with the dexcom receiver not displaying values on (B)(6) 2018, therefore, the patient was not aware of what their glucose values were at the time of event on (B)(6) 2018. At the time of contact, the patient was doing good. No additional patient or event information is available.